Manufacturer narrative:
Visual assessment of the screw confirmed the reported complaint of breakage. A small piece of the screw's distal thread has broken off. The broken piece was not returned for examination. Dimensional assessment of the screw confirmed it met print specifications. After the evaluation the root cause for the reported issue could not be determined. UDI# (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an anterior cruciate ligament reconstruction procedure, the device broke upon insertion. The device was removed with an extraction tool and no additional bone holes were required. A backup was available to complete the procedure. No patient injury or complications were reported.